Event description:
Customer questioning the validity of dual positive sars/flu result. Customer has noted 31 dual positive results out of 5,818 tests from 14 different testing locations. No confirmation testing was performed. Report 22 of 31.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.